Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
Information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and the device was evaluated. Based on the results of the investigation, the occurrence of error message e433 reported by the customer was not duplicated. The error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out. In the case in question, it was probable that the error message e433 could have been caused either by a user error or by a faulty foot switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.